Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3: h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the surgery, the anchor of the complaint product was fractured during use. The same incident occurred on the 2 same products. Fortunately, all of the fractured anchors could be removed, so there is no remains in the patient's body. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was disarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.